Manufacturer narrative:
It was reported that the patient experienced a controller fault alarm a day after the smr upgrade. The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm. Unfortunately, the real time clock was reset to zero, most likely due to an extended period of time without use. According to the event files, the controller was last configured on (B)(6) 2014; the controller may not have been in use until the reported event date, which occurred on (B)(6) 2016. Analysis of the alarm files did confirm a controller fault alarm, indicating a current leakage occurred on the active power selection (aps) circuit. The current leakage was most likely due to a leaky diode. Heartware is currently investigating leaky diodes on the aps circuit. The controller fault alarm triggered was not related to the smr upgrade. The most likely root cause of the real time clock error can be attributed to a depleted internal battery, likely due to an extended period of time where the controller was not in use. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient had a fault alarm reading the following: "sys_uic_aps_fai". The patient was at home during the episode. The issue was resolved after the controller underwent a smr upgrade. The controller was exchanged with no reported patient consequences. No further information was provided.